Manufacturer narrative:
Manufacturer's reference # (B)(4) after the procedure it was reported there was a skin burn on the patient at the area where the indifferent electrode patch was connected. During the investigation, it was confirmed that the grounding patch was not in full contact with patient's skin. Therefore, causing the reported issue. The customer did not report any malfunction of the system and no service was requested for this equipment. The equipment is working within manufacturer specification. The device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
On may 22, 2014 additional information was received from bwi representative stating that the skin burn occurred in this event, was a third (3rd) degree. (B)(4).

Event description:
After the procedure it was reported there was a skin burn on the patient at the area where the indifferent electrode patch was connected. Multiple attempts have been made to request for additional information regarding this event; however, no further information was provided at this time.

Manufacturer narrative:
(B)(4).